Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined signal loss. In addition, the probable cause of the signal loss was determined to be the mobile device updated its operating system which closed the app.the reported event of a pairing failure is reportable based on the finding of the signal loss was determined to be the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
B5 --product returned for investigation --exterior physical visual inspection: passed --voltage measurement: failed d9--yes. Returned to manufacturer. H3 --yes. Evaluation summary attached h6 --10, testing of actual/suspected device.

Event description:
Product was returned for investigation. An exterior physical visual inspection was performed and passed. A voltage measurement was performed and failed.